Manufacturer narrative:
Reporting address postal: (B)(6).

Event description:
It was reported to philips that the device intermittently beeps. The customer requested that a philips field service engineer (fse) be dispatched to the customer site. The reported issue was confirmed and traced to the power cable not being plugged in correctly creating low battery. Upon conclusion of the evaluation, it was determined that this was a malfunction of the power cord not being plugged in correctly so the fse informed the customer of power cord placement and tactics to make sure the power cord is secure.